Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250ml exactamix eva tpn bag had leaked from the middle administration port. This event occurred during set up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Functional testing was performed by filling the samples with tap water and a leak was observed on the sides of the spike port tubing cap area on both samples. Magnified inspection of the spike port tubing revealed that the end was flared at the spike cap on both samples where the leak had occurred. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.